Manufacturer narrative:
No information for date of event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported there was a possible short circuit. Contacts 2 and 3 were at 189 ohms. No symptoms were reported. No further complications were reported or anticipated.